Event description:
It was reported that the subject device had a cracked front distal lens. The event occurred in preparation for an unspecified diagnostic procedure there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: blurry image, minor stains under light guide cover glass; scratches on distal edge; distal fiber breakage; and debris under cover glass. Based on the results of the results of the investigation, and since front distal lens is cracked was not confirmed, a probable root cause of the customer's reported issue could not be identified. Based on the results of the investigation, it is likely the malfunctions identified during the device evaluation were due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a cracked front distal lens. The event occurred in preparation for an unspecified diagnostic procedure there were no reports of patient harm.